Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into an outlet that is known to work and leave it for at least 30 consecutive minutes, with plans for further follow-up.